Event description:
Customer reported the insulin pump alarmed when customer was rewinding the device. Customer's blood glucose was 317 mg/dl, treated with manual injections. Trouble shooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support was advised to continue disconnected. Customer stated the drive support cap was flush and she did not press it in. Customer was advised to discontinue use of the device and revert back up plan. No further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.